Manufacturer narrative:
Patient gender and weight not made available from the site. A medtronic representative, following-up at the site, confirmed the site was using synergy cranial 2.2.6 software. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that synergy cranial software became unresponsive during a corpus callosotomy procedure when a microscope was connected during navigate. The surgeon navigated the scope for a few minutes prior to the application becoming unresponsive; the mouse did not move. A hard re-boot returned the system to normal function and back into navigate. The scope was navigated without issue for the remainder of the procedure. The surgeon completed the cranial procedure with the use of the navigation system. There was no impact on patient outcome.